Event description:
It was reported that customer was having issues with the insulin pump. The insulin pump alarmed motor error. The insulin pump alarms motor error when the reservoir runs dry instead of no deliver. The blood glucose reading is 228 mg/dl. Customer stated that the high pressure test failed twice. Advised the customer to return the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.